Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient experienced withdrawal "3 weeks ago". The patient was vomiting, vomiting blood, and was "running off the bowel". It was further stated that the patient could not hold anything down, was in pain, and could not go to his job to work. The patient suffered for 3 weeks then went to the emergency room and was given diarrhea medication and anti-vomiting medication. Additionally, the patient was "pumped full" of morphine and dilaudid at the emergency room. It was then noted that the patient was looking for a doctor to fill his pump as the patient got upset with his physician as the physician filled the pump with a new medication and he was not notified. The patient was released as a patient and no physician would help him with a refill. It was further noted that the patient was told that his pump would not be filled over an outstanding (B)(6) bill. It was also mentioned that the patient's "pump was off, it shut down, and it stopped beeping". When asked to clarify that the patient's pump was shut off, the patient could not clarify if his pump was shut off and it was stated that the patient did not know the status of the pump. It was also stated that the patient had 28 screws in his back and have had 5 back surgeries. A CT scan was mentioned, but it was not clarified what it was for. It was later reported on (B)(6) 2016 that the patient still was not able to find a physician to fill his pump, so it was still empty and he was still having symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.